Manufacturer narrative:
(B)(4). Failure analysis for fiber (B)(4): the fiber proximal end / input face shows evidence of crystal like impurities on the optical surface; the fiber shows minimum signs of usage; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: contamination.

Event description:
It was reported that at 91,228 joules while using the surgical fiber during a prostate procedure, an "overheated fiber port" warning message was received. Time expended: 22:20 minutes. The case was completed using an alternate procedure ("rtu" which translated from spanish is a turp). There was no patient injury reported.